Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During routine check, the thermogard console displayed a tcmid:06 (ce post failure) error message on a power-on-self-test. The user was unable to clear the error message. No patient involvement.

Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6) displayed tcmid:06 (ce post failure) error message was confirmed during the event log review and functional testing. The root cause for the reported complaint was due to the defective cooling engine, likely due to a defective component. As part of routine service during testing, the console was examined and noted the loose casters, unrelated to the reported complaint this type of observed issue found during the visual inspection is characteristic of the normal wear and tear or due to user mishandling. The thermogard console failed at power-up with the factory configuration not complete and also failed the calibration test, thus confirming a defective cooling engine. The cooling engine needs to be replaced to address the reported complaint. The event log review showed the occurrence of multiple tcmid:06 errors on the reported complaint date. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard xp ivtm system with sn (B)(6).